Manufacturer narrative:
(B)(4). The investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the unit had an odor and needed to be opened and inspected for anything heating or touching the pump as it heats up. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.